Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer hardware failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 failed to open. The field service engineer called the customer and remoted in. Fse noticed that the issue appeared to be resolved, with no failed storage space. The customer gave permission to close the ticket, confirming that the issue had been resolved. The system functioned as intended after the field service engineer tested the device.